Event description:
The user facility reported their unit was leaking water into the hallway and into the employee's walkway. The facility continued to use the cart washer despite of the leak. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the cart washer and found the hot water tank would overfill and spill water from the tank after numerous cycle runs. The technician noted that the facility runs a high volume of cycles on the 130 cart washer. To address the issue noted, the technician decreased the reuse and refresh rate for the thermal rinse cycle. In addition, the technician added an automatic shutdown cycle to the unit which would automatically drain the hot water tank on a regular basis. A test cycle was performed; the unit was confirmed to be operating to specification and was returned to service.